Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and review of the customer's logs. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. The logs include numerous occurrences of error code 3375 unable to process test, aspiration error occurred, which supports sample integrity and/or handling as possible contributing factors. The logs also show 14 occurrences of error code 0550 (cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure) between (B)(6). The corrective actions for error 0550 include performing as-needed maintenance procedure wash cuvettes, which resolved the customer's issue. Based on the results of this investigation, no malfunction or deficiency was identified.

Event description:
The customer observed a falsely elevated potassium result for one patient on the architect c8000 analyzer. The following data was provided: (B)(6) greater than 10, repeated greater than 10 mmol/l. The sample was decanted into a beaker; measured 4.26 mmol/l, repeated 4.26 mmol/l. The customer uses the normal range of 3.5 to 5.1 mmol/l. The controls and calibration was in range. The sample was clear, no hemolysis; the serum monovette was correctly filled. The sodium value from the first sample (prior to decanting into the beaker) was normal (131.1 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).